Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had too much pressure in the air/water channel during automated endoscope reprocessor (aer) treatment. The equipment was disinfected according to the nosocomial infection control committee recommendation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with non-organic black colored material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the nozzle clogged with black material the evaluation findings were as follows: the bending section cover glue was separated and the adhesive surface shows holes, the light guide rod lens was cracked, the charged coupled device cover lens was cracked, the connecting tube had a scratch mark, the switch button rubber #1 had wear and tear, the biopsy channel had wear and tear, the angulation was out specification, and the insulation (distal end) value resistance was out of specification due to damages to the camera cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.